Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported number nine key is smashed inward and inoperable which was reproduced during evaluation. The keypad was found to not be functioning properly and button output repeated. Visual inspection found damage to the keypad as assignable cause. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number 9 key on the keypad of the spectrum pump was smashed inward and inoperable. There was no patient involvement. No additional information is available.